Event description:
The handpiece was returned without information as to the issue. No information is known.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.